Manufacturer narrative:
Accessory model 37092 lot# 236730002 implanted: (B)(6) 2010 explanted: (B)(6) 2011; lead model unknown lot# unknown implanted: (B)(6) 2010 explanted: (B)(6) 2011; programmer model 37743 serial# (B)(4); extension model 37082-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2011; accessory model 37752 serial# (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) was eroding through the skin. The patient had lost 30 pounds and had an autoimmune arthritic disease. The entire system was removed. It was noted that it was possible that the system would be replaced in a month. Additional information has been requested, but was not available as of the date of this report.